Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, menses irregular, hemorrhagic cyst and ovarian cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) in 2017, ibuprofen from 2009 to 2018, intrauterine contraceptive device (iud nos) and levonorgestrel (liletta) in 2017. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal area pain "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, depression, anxiety, vaginal discharge, fatigue and weight increased outcome was unknown and the menorrhagia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Total blockage of tubes, implant success. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain, fatigue, lower abdominal pain were added. Outcome of the events lower abdominal pain, dysmenorrhea, menorrhagia were updated. Patient's medical history was added, concomitant medication were added, lot number received. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, menses irregular, hemorrhagic cyst and ovarian cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) in 2017, ibuprofen from 2009 to 2018, intrauterine contraceptive device (iud nos) and levonorgestrel (liletta) in 2017. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal area pain "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, depression, anxiety, vaginal discharge, fatigue and weight increased outcome was unknown and the menorrhagia, dysmenorrhoea and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 127 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion total blockage of tubes, implant success. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (batch no. 627311) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, menses irregular, hemorrhagic cyst and ovarian cyst. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin) in 2017, ibuprofen from 2009 to 2018, intrauterine contraceptive device (iud nos) and levonorgestrel (liletta) in 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal area pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary disorder") and bladder disorder ("bladder disorder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and abdominal pain lower had resolved and the depression, anxiety, fatigue, weight increased, urinary tract disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 127 lbs received treatment for pain, bleeding and bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion total blockage of tubes, implant success. Pregnancy test urine - on (B)(6) 2017: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events pelvic pain, vaginal hemorrhage and vaginal discharge were updated to recovered. Rcc was updated. Added events bladder and urinary disorder. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.